Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that damaged connector occurred with a bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter, "the connector was found cracked in the middle for unclear reason on the second day of placement. Blood contaminated the sheet. Based on communication with the sales rep., the patient has no infectious diseases or blood-borne diseases."

Event description:
It was reported that damaged connector occurred with a bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter: "the connector was foudn cracked in the middle for unclear reason on the second day of placement. Blood contaminated the sheet. Based on communication with the sales rep., the patient has no infectious diseases or blood-borne diseases."

Manufacturer narrative:
H.6. Investigation: bd received a q-syte closed luer device from lot 8243562 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the unit was broken into two pieces. The break was located below the neck of the top body. Based off the visual inspection the engineer was able to verify that there was damage to the returned unit. However, since the unit was returned outside of its original packaging a definitive cause for the observed damage could not be determined.